Event description:
It was reported pericardial effusion (pe) occurred. During the atrial fibrillation procedure, a pericardial effusion occurred which required a pericardiocentesis. While performing brocken brough with the non-(B)(6) needle (nrg needle), difficulty was noted, and several attempts were needed to enter the left atrium. When the catheter was inserted into the left atrium and manipulated, the catheter could not be manipulated as expected. The catheter was removed from the patient and when attempting brockenbrough again, a decrease in blood pressure was noted. A transthoracic echocardiography echo revealed no pericardial effusion, and there was no increase in the heart rate, so the patient was observed with vasopressors. The blood pressure rose momentarily and then gradually decreased, which occurred repeatedly. Each time this occurred, and echo was performed. After a while, pericardial effusion was diagnosed. The procedure was stopped and a pericardiocentesis was performed. The physician alleges the issue was caused by the transseptal needle. There was no device malfunctions reported. The versacross needle return status is unknown. No further information is available.

Manufacturer narrative:
Detailed product information was not provided when the event was reported to bsc through the FDA medwatch program. We are unable to request further information due to the anonymous nature of the initial reporter, and thus we are unable to provide the unique identifier (UDI) and other specific product, patient, or incident information.